Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records and images were received and the investigation of the reported event is currently underway. Medical record review: the vena cava filter was retrieved for a preoperative diagnosis of foreign body of stomach. The retrieved filter was missing one arm which was located posterior-lateral to the inferior vena cava outside the lumen and could not be retrieved. There was a missing hook on one leg and could not be seen. Patient's post op condition is stable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the device had tilted. The patient complained of abdominal pain, imaging scans discovered several of the filter struts were perforating through the lumen of the vena cava, with one strut impinging upon the spine, causing sclerosis of the vertebral body, and one strut had detached from the filter. After, the filter was successfully removed, the struts could not be retrieved. Subsequently, a hook on one of the struts could not be found and two fragments of the filter remain implanted, one in an unspecified location, and the other in the patient¿s vena cava. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the device had tilted. The patient complained of abdominal pain, imaging scans discovered several of the filter struts were perforating through the lumen of the vena cava, with one strut impinging upon the spine, causing sclerosis of the vertebral body, and one strut had detached from the filter. After, the filter was successfully removed, the struts could not be retrieved. Subsequently, a hook on one of the struts could not be found and two fragments of the filter remain implanted, one in an unspecified location, and the other in the patient¿s vena cava. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The vena cava filter was retrieved for a preoperative diagnosis of foreign body of stomach. The retrieved filter was missing one arm which was located posterior-lateral to the inferior vena cava outside the lumen and could not be retrieved. There was a missing hook on one leg and could not be seen. Patient's post op condition is stable. The device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, the vena cava filter apex did not have a retrieval hook. Additionally, based on the provided medical records, upon retrieval it was determined that the filter was missing one arm which was located posterior-lateral to the ivc outside the lumen. Therefore, the investigation can be confirmed for detachment of the filter limb and hook and additionally for perforation of the ivc. However, the investigation is inconclusive for tilt. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.